Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found related to the reported event. The endoscopic controller (ec) was installed into the known good system where the system functioned as expected. Then the system was set to run video test, 10 power cycles and sat idle for one hour. Once testing was completed no errors related to the original complaint were found. A review of the site's system logs for the reported procedure date was completed during failure analysis. Investigation revealed the following possible related system errors: the video system detected loss of the left primary camera-video input.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and relaced in endoscopic controller (ec). The system was tested and verified as ready for use. Isi has received the ec for failure analysis evaluation. However, as of the date of this report, the evaluation of the ec has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope would repeatedly power on and off. The customer had already tested two different endoscopes and the same behavior occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs, but was unable to identify any related errors. The tse noted that only a communication error presented earlier in the morning. The tse suggested performing a hard reset with a blue fiber cable reseat, as well as the orange fiber cable connection between the endoscope controller (ec) and video processor (vp). The tse additionally recommended testing the system with a third endoscope to further isolate the issue. After reseating the endoscope, the system began functioning properly. However, the customer elected to cancel the procedure. The procedure was aborted post-anesthesia and port placement.